Event description:
Home pt (hp) reports adding a new solution bag to an already spiked line while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Hp was assisted in ending treatment early by baxter technician. No pt injury or medical intervention required per rn.